Event description:
It was reported that the tip of a 4.0mm cannulated screw broke off during insertion. The surgeon reportedly removed the screw and placed a new one to complete the procedure. Whether the tip was removed or left in is unknown. Additional information has been requested. This report is on a 4.0mm cannulated screw.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing investigation revealed that the tip of the screw is cut off where the screw broke off. Only one third flutes visible, and the rest of the screw is in good condition. An investigation was performed to determine the part number of the screw. The part number of the enclosed screw is believed to be from 207.7xx family. However, because no part number was provided, it cannot be determined with 100% certainty. Based on the assumption that screw is from 207.7xx family, the specification investigation was performed. Since the flutes could not be evaluated and the relevant features that could be checked in specification this complaint is indeterminate from a manufacturing standpoint.